Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered six different unintended boluses. On (B)(6) 2016 at 9:35p, 15.5u of insulin were delivered, and at 9:55pm, 25.0u were delivered. The patient experienced low blood glucose levels. On (B)(6) 2016 at 7:40am, 25.0u were delivered, at 11:00am, 25.0u were delivered, and at 7:32pm 25.0u were delivered. At 12:10pm it was reported that the patient had hypoglycemia, the patient was picked up from school and the patient's blood glucose reading was 2.4 mmol/l. At 8:00pm the patient was disconnected from the infusion device and taken to the hospital. At the hospital the patient's blood glucose value was 4.0 mmol/l. It is unknown what type of treatment the hospital provided or how long the patient was hospitalized. At 8:59pm, 25.0u show as being delivered, however the infusion device was disconnected from the patient at this time. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.